Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("body hurt") and dyshidrotic eczema ("dishidrotic eczema"). The patient was treated with surgery (essure removed.). Essure was removed. At the time of the report, the pain and dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema, medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- waiting to remove it, general body pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : event adverse event updated to medical device removal . Case become incident from non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp, paratubal cyst, leiomyoma of uterus, unspecified, cervix inflammation, obesity and dysmenorrhea. In 2008, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), pain ("body hurt") and dyshidrotic eczema ("dishidrotic eczema"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia, pain and dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema, menometrorrhagia and pain to be related to essure. The reporter commented: plantiff dob updated from (B)(6) 1977. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: coils noted at the uterine cornua. Concerning the injuries reported in this case, the following ones were reported via social media- waiting to remove it, general body pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information, patient medical history, lab data, product removal date, rcc added. Plantiff dob updated. Event: medical device removal replaced with event: menometrorrhagia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("body hurt") and dyshidrotic eczema ("dishidrotic eczema"). The patient was treated with surgery (essure removed.). Essure was removed. At the time of the report, the pain and dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema, medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- waiting to remove it, general body pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.